Event description:
The insufflator was placed in the machine a few times and said "invalid tube". A new one was opened and worked as expected. Per hospital, the manufacturer provided a return goods authorization number for product return tracking.